Event description:
It was reported that a patient that was on a triadyne ii bed had a worsening of a pre-existing pressure ulcer because the bed was inadvertently left in maximum inflation mode for several hours.

Manufacturer narrative:
Additional information was provided by a kci representative who spoke with the health care provider involved with this event. The health care provider indicated that the patient was emaciated, weighing only 70 pounds. The patient had a pre-existing stage iii pressure ulcer (5 cm x 5 cm) that worsened to a stage iii/IV pressure ulcer (8 cm x 8 cm) after the bed was left on instaflate (i.e. Maximum inflation mode) for about 5-6 hours. Triadyne ii labeling states: "instaflate quickly fills cushions, creating a firm surface to assist in moving patient. Instaflate remains active until cancelled". The device was found to be operating properly and within specifications when tested upon return to the kci service center. However, it is kci's policy to report stage iii and stage IV skin breakdown.